Manufacturer narrative:
(B)(4). Misassembled condition confirmed. Visual examination of the unit confirmed the film-wrap missing, which therefore must have caused leakage within the housing during fill. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. This is a single use device, disposition is discard. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that an infusor sv 2 device leaked during filling. The device was being filled with a physiologic solution when the solution was observed leaking into the housing. It was noted that the film wrap was missing. There was no patient involvement. No additional information is available at this time. There was no patient involvement. The sample is available as well as pictures.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.